Event description:
It was reported that during an unspecified procedure, the maverick2 monorail ptca catheter balloon ruptured at 12 atms. A dissection occured. The number of inflations and to what atms is unk. The lesion being treated was a highly calcified, 95% stenotic lesion in a moderately tortuous left anterior descending (lad) coronary artery. The lesion was predilated with a 20 mm x 2.5mm maverick2 monorail ptca catheter balloon and a taxus stent was unable to cross the lesion. Another 20mm x 2.5mm maverick2 monorail ptca catheter was used and it was noticed at this time that a vessel dissection occured. A 3.0mm x 32mm taxus stent then crossed the lesion and it completely covered the dissection. No pt injuries were reported. Pt status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis, as of the date of this report.